Event description:
On 04/08/2010, isi received voluntary medwatch (B)(4) from the FDA department of health and human services reporting the following: volun 01-feb-2010: my name is (B)(6). I am the personal rep of the estate of (B)(6), on (B)(6) 2007, my mother had a davinci robot assisted laparoscopic hysterectomy at (B)(6) medical center in (B)(6). It is my understanding that during this event, dr (B)(6) lost visualization and the instrument on the robot cut the right common iliac artery leading to hemorrhage, cardiopulonary arrest and near exsaguination. The info I have been provided with indicates that this may have been reported to the FDA as a maude adverse event associated with the davinci surgical robot. I have not been able to locate such a report during my online search. Physician: (B)(6) md. Facility: (B)(6) medical center. No additional information has been provided, including information related to the fields in (B)(6).

Manufacturer narrative:
Evaluations results: customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available. It should be noted: the date of manufacture is unknown. The date reported is the date abbott diabetes care became aware of the event.

Event description:
Customer reported receiving a reading of 91 mg/dl from their precision xtra meter. Customer reported losing consciousness, but did not recall experiencing symptoms prior to the event. Customer's husband called 911 and the paramedics obtained an unknown reading with their hcp meter and treated customer with an unspecified "sugar medicine" and an IV. Customer was then taken to a health care facility where she was diagnosed with severe hypoglycemia and given additional sugar for treatment. There was no report of death or mistreatment associated with this event.